Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 14-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller planned to do a scan of the patient's head. The caller reported that the patient claimed the implanted device is not functional. The caller did not have any other details about the status of the device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. On (B)(6)2023 additional information was obtained from the patient (pt). The pt reported the electrodes in spine were not placed in the correct spot. The device would work on the thigh and stomach area. The pt reported the cause of the implant not being functional is probably due it being placed in the wrong place. Steps taken were the pt called their surgeon but has not heard back at this time. Pt wants surgical removal of the devices. The pt did not report if the issue has been resolved. Weight was asked, but not answered.